Manufacturer narrative:
On evaluation of the returned device, it was observed that the safety wire was not returned within the device. It was also noted that the stent was partially deployed. Measurements were taken by the (B)(4) research & development engineer: from the first dimple the shuttle was approximately 146mm. The distance from the distal yellow to the blue section of the flexor was approximately 85mm. From the distal end of the flexor to the proximal end of the stent was approximately 48mm. The length of the inner brown tube was approximately 29mm, from the distal end of the yellow marker to the proximal end of the stent. The flexor was broken just distal to the yellow marker. The (B)(4) research and development engineer actuated the handle and no issue was encountered with the handle. The (B)(4) research and development engineer commented that from the evaluation and measurements taken the stent was recaptured at some stage after the safety wire was pulled. This would not be correct as per the instructions for use. Also, from the damage observed, it is possible that a side-viewing scope may have been used as opposed to a front viewing scope. The (B)(4) research and development engineer held the 2 broken pieces of the flexor together and it was possible to fully deploy the stent. The (B)(4) research and development engineer concluded that the damage to the device observed during the evaluation indicated user error. The district manager has indicated that the issue is 'customer error in using the product correctly'. The customer does not use the product every day and the district manager has indicated that the customer needs a reminder on how to use the product. The district manager has discussed this with the nurse manager. Also, upon evaluation of the returned device, the (B)(4) research and development engineer concluded that the damage to the device observed during the evaluation indicated user error. The customer complaint was not confirmed as the information received from the district manager and the evaluation of the returned device signifies user error. As per instructions for use ¿if stent repositioning is required during deployment, it is possible to recapture stent. Note: it is not possible to recapture stent after passing point-of-no-return, indicated when red marker on top of introducer has passed the point-of-no-return indicator on handle¿ prior to distribution, all evo-22-27-12-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for evo-22-27-12-d device of lot number c1103200 revealed no discrepancies that could have caused the complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of the investigation. Initial event description: stent placement attempted. First stent would not separate from the introducer and then the second stent would not retract back into the introducer. Doctor started with the 12cm stent then tried the 9 cm, the case was not successful and the doctor aborted the case. Reference also related report # 3001845648-2016-00035.

Manufacturer narrative:
The evaluation of this device is currently in progress, a follow up report will be submitted within 30 days with the investigation conclusion.

Event description:
The evaluation of this device is currently in progress, a follow up report will be submitted within 30 days with the investigation conclusions. Stent placement attempted. First stent would not separate from the introducer and then the second stent would not retract back into the introducer. Doctor started with the 12cm stent then tried the 9 cm, the case was not successful and the doctor aborted the case. Reference also related report # 3001845648-2016-00035.